Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Miranda-garcia, 2020, unknown double pigtail stent and eus hepaticogastrostomy for bilioenteric anastomotic strictures: a permanent access for repeated ambulatory dilations? Results from a pilot study. Seven patients underwent a eus-hg procedure to treat nonmalignant biliary obstructions in our hospital between august 2014 and september 2015. A fully covered hg stent was successfully deployed during the first endoscopy. During the second step, repeat antegrade dilation was performed through the hg in four cases (1¿4 dilations) followed by double pigtail stenting in three cases. In three other patients, the stenosis was not crossable and a double pigtail stent was placed to maintain biliary drainage. Ercp was impossible in all patients due to altered anatomy after previous gastrointestinal surgery: four patients had postsurgical stenosis from a hepatico-jejunal anastomosis, two patients had choledochal stenosis with an inaccessible duodenum, and in the remaining patient, ercp was impossible ercp because of a complete biliary defect at the liver hilum after right hepatectomy. In three patients, it was not possible to pass through the stricture. Among them, two underwent, after removing the metallic stent, in an attempt to avoid migration, a double pigtail insertion (two 7-fr 10-cm plastic stents) to maintain patency of the hepaticogastric anastomosis. In the remaining patient, we observed stent migration into the stomach, but he no recurrence of jaundice or cholangitis. This complaint is capturing 7 cases of off-label use ¿ use in altered patient anatomy and stents were indwelling for 4 months which is excess of the recommended indwell time, 1 case of jaundice and 1 case of stent migration. Incorrect size wire guide used: guidewire (jagwire: 0.035 inch, boston scientific, natick, mass, USA or visiglide: 0.025 inch olympus, tokyo, japan). Outcomes include: stent migration into the stomach, but no recurrence of jaundice or cholangitis one patient had jaundice after placement of two plastic stents without migration.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
The zimmon biliary stent of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was opened for the off-label prophylactic use of the zimmon biliary stent, stent migration and jaundice. As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zimmon biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not been tested in a clinical setting. The user error of the stents being left in exceeding the indwell period is also captured in this complaint as per information reported the stents were left in a planned duration of 4 months which exceeds the IFU recommendation of 3 months. The user error is considered secondary to the off-label use. A definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. 7 patients (4 males, 3 female) had double pigtail plastic stents (zimmon, cook medical) inserted in an altered anatomy, this is regarded as off-label use. It may be noted that stent migration is listed as a potential complication in the IFU in association with biliary stent placement, however, it must be taken into account that these stents were used off-label which may have been an influential factor on this migration. According to clinical input received, the jaundice which occurred in 1 patient after the placement of two plastic stents, was as a result of the off-label use and which required intervention (severity of +4). Complaint is based on customer testimony. According to the information reported, there was 3 cases of intragastric migrations which were retreated with placement of double pigtail plastic stents, 1 patient suffered jaundice which was treated with the addition of a fully covered sems (self expanding metal stent). Complaints of this nature will continue to be monitored for potential emerging trends.